Manufacturer narrative:
The intraocular lens was not returned. An empty box was returned indicating that the lens was ''wasted; not implanted''. Batch records were reviewed and were found within product specifications. The documentation shows that the production order was manufactured according to specifications. Also, the review of the documentation for slit lamp inspection of silicone lens inspection shows that all the lenses sampled had an acceptable haze level. No deviation or nonconformance was generated. No discrepancy related to quantity was found. Raw material records reviewed were within specification. In manufacturing at the final inspection process, the lenses are 100% cleaned and inspected at 10x microscope magnification. No issues were reported. Process and/or material changes were within specifications. Sterilization records were within specifications. Based on the manufacturing instructions, a 100% inspection of the lenses for haze level is performed by the manufacturing operators. No deviation due to unacceptable haze level was reported in this production order. Conclusion: the manufacturing record and related documents shows that the production order was manufactured according to specifications.

Event description:
It was reported that the doctor attempted to replace the original intraocular lens (iol) with another lens; however, the doctor decided to use a different type lens. The doctor explanted the lens and in doing so, enlarged the incision. Further, it was indicated that the lens was an improper fit for the patient. Another lens was implanted successfully with no further complications reported.

Manufacturer narrative:
(B)(4)